Event description:
A malfunction alarm was reported due to a software error, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. The malfunction did not recur after the reset, allowing the customer to continue using the pump, with an understanding to report if any issues arise again.